Event description:
It was reported by the aci sales professional that a female patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f st. Jude ultimum sheath. There was one sheath exchange. A pre-procedure femoral angiogram revealed presence of pvd/calcium in the vicinity of the puncture site. The patient was anticoagulated pre-procedure with angiomax. Post procedure, the deployer, who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during pull back towards the tip of the sheath (1st stop). The deployer removed the device and converted the patient to 25 minutes of manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged to home the same day, with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1207401) indicated that the device met all established performance criteria prior to shipment.